Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient had vision loss. The cgm was reading 65 mg/dl and the patient checked the bg to confirm the cgm value. The bg was 41 mg/dl. The spouse transported the patient to urgent care where she was treated with acetaminophen and diagnosed with a cerebral vascular accident (cva). She was transferred to the emergency department and the hypoglycemia was treated with an unspecified glucose drip and she was discharged at midnight. Of note, the transmitter was past 90 days at the time of the call. The patient was unable to recall any additional detail about the event. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia.